Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined. The exact mfg site could not be determined as the production lot is unk.

Event description:
The device was used to treat a cancer pt. The catheter cracked and the medication leaked onto the pt's skin. The surgeon implanted a new catheter. No pt injury was reported.